Event description:
Boston scientific received information that this patient had experienced a fall yesterday on his left side and now shock impedance measurements are greater than 125 ohms. All other lead measurements are within normal limits, no noise was observed and impedance was confirmed to have been 86 ohms prior to the fall. The shock vector was programmed from coil to can which produced a measurement of 95 ohms. They will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.